Event description:
A report was received that a pt was burned while charging. The burn resulted in a blister directly over the ipg on the lower left flank. The size of the burn was smaller than a dime. The pt did not seek medical treatment but applied neosporin to the blister. The burn has since healed.